Manufacturer narrative:
The hand grip and both underarm pads allegedly broke and the consumer fell. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse contributed to this incident. Invacare crutches are designed to provided support, increased stability and assistance to an individual while walking. It is not intended to support the full weight of the user. Malfunction has not been established. If device is returned and the evaluation suggests a differing conclusion this decision will be reviewed. MDR filed as a conservative measure.

Event description:
The hand grip and both underarm pads allegedly broke, causing the consumer to fall. No injury is alleged.